Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result e8 was found in the history list. The soft components of the up button are lacerated. The damages did not influence the insulin pump functions. The buttons passed the functional investigation successful and comply with the specification. Furthermore the menu button is optical like specified and gave no indication of a defect. During the investigation the e8 error could be confirmed and no malfunction was observed. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device while in the run mode. Patient stated he removed the battery and inserted the battery again, but he cannot confirm the e8. Patient reported the ok button on the infusion device does not function. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.